Event description:
On (B) (6) 2010, the pt was being treated electively for a 7 cm infrarenal abdominal aortic aneurysm. A 12 fr gore introducer sheath was advanced through the left common femoral artery beyond the aortic bifurcation into the aorta. The pt's pressure dropped suddenly. The abdomen was opened to further explore the drop in pressure. Despite numerous medical attempts to stabilize him, the pt died. Blood loss was estimated at about two liters.

Manufacturer narrative:
Device lot/serial number was not available to conduct a mfg records review. A mfg records review was not conducted. The gore introducer sheath was advanced into the aorta to facilitate the endovascular delivery of a gore excluder aaa endoprosthesis, which never came in contact with the pt, however, as stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), embolization (micro and macro) with transient or permanent ischemia, and death.